Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an MRI scan on (B)(6) 2025, the patient felt a burning sensation in between the incision site and the lead site. A manufacturer representative met with the patient and confirmed that the impedances were within the normal limits, patient no longer feels the burning sensation.